Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va02pxm, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The patient saw a ¿call your doctor¿ icon and a power on reset (por) condition. The patient saw these messages on the day of the report. The patient stated that for three weeks she had felt like the machine was not working and she had been having accidents. The patient would get out of the car and could not make it to the bathroom. The patient had attributed the symptoms to cold medicine she had been taking. The patient tried reaching out to her doctor on the day of the report, but was unsuccessful. Additional information was requested, but was not available as of the date of this report.